Manufacturer narrative:
The precision blade cartridge subject to this event was not returned to the MFR for eval. Lot number info was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a total knee surgery, the blade dived and "notched" the bone. It was also reported that add'l cuts were required and the procedure was delayed by 12 - 15 minutes. It was also reported that there was no pt or user injury and the procedure was completed successfully.